Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that residue was present on the handle assembly to indicate use. The shrink wrap on the ligator head was still intact and the suture thread was kinked in multiple places. The trip wire coiled into a spiral and was kinked in multiple places. There was no evidence that the trip wire had been cinched in the handle assembly during use. It appears that the trip wire had been insecurely wrapped around the handle assembly. Functionally, the handle assembly could be turned 180 degrees and an audible click was heard. No issues were found with the handle assembly. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for lot # 13698033 for the reported event. Based on the evaluation conducted and the details of the complaint, it is probable that the kinks in the trip wire are due to anatomical or procedural factors encountered during the procedure; therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a speedband superview super 7 multiple band ligator was used during a variceal ligation procedure in the esophagus on (B)(6), 2011. According to the complainant, during the procedure, the trip wire was bent and kinked in several spots. The procedure was completed with another of the same device; however, it could not be determined if the complainant contends that the speedband ligator failed to deploy as a result of kinks in the trip wire. The patient was reported to be in stable condition at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a speedband superview super 7 multiple band ligator was used during a variceal ligation procedure in the esophagus on (B)(6), 2011. According to the complainant, during the procedure, the trip wire was bent and kinked in several spots. The procedure was completed with another of the same device; however, it could not be determined if the complainant contends that the speedband ligator failed to deploy as a result of kinks in the trip wire. The patient was reported to be in stable condition at the conclusion of the procedure. Preliminary investigation results revealed that the ligator head still had the shrink wrap in tact; therefore verifying that deployment was never attempted. Based on the condition of the returned device, this is no longer a reportable event.